Event description:
It was reported that in preparation for a ptca procedure, the liberte monorail stent was noted to be damaged right out of the packaging. This device was not used on the patient, and the procedure was completed with another of the same devices.